Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 42 mg/dl. Customer¿s current blood glucose value was 74 mg/dl. It was also reported that customer's mother gave 100 carbs to customer but still he had low blood glucose. It was also reported that reservoir was leaked. The customer stated that insulin was seen in reservoir compartment and customer had no idea about whether leak was at 1st or 2nd o ring. Customer has been treated low blood glucose with food. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of low bg. Based on customer's report customer allege pump was over delivering. The insulin pump passed self test. Customer reports pump was not worn during a medical procedure/test around high magnetic field. The insulin pump will not be returned for analysis.